Event description:
A malfunction on the pump was reported by the caller, who noted no prior events leading to the malfunction. There was no adverse impact to the customer's blood glucose level. The malfunction code was resettable, but the same issue recurred after a reset. Customer support provided instructions for resetting the pump and assisted the caller in uploading logs for further investigation. As a resolution, the pump was replaced by customer support. The customer was informed about the software differences in the replacement pump and instructed on proper return procedures and setup of the new device. The caller chose not to require a signature for the delivery of the replacement pump and was informed about maintenance instructions, including setting it to storage mode and the timeline for returning the malfunctioning unit.